Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the blade wobbled in the handpiece. The milling filler neck was loose and milling cannot be detected. There was no patient impact.